Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t repeatedly displayed an error message on the patient side during priming. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative reported that the issue was confirmed while on site. However, upon return of the device to the livanova location, the reported issue could no longer be reproduced. Subsequent functional verification testing was completed without further issues and the unit was returned to hospital and is reportedly in normal use. No further issues have been reported by the customer. As the issue was not reproduced during evaluation, a root cause could not be determined.